Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic after failing to transmit episodes from home. Upon interrogation, it was observed the pacemaker had no wireless telemetry available and only inductive telemetry working. It was determined the radiofrequency chip was damaged in the device. No programming changes were completed due to the patient s dependency. Their home transmitter was switched to inductive. The patient was stable and will continue to be monitored.